Event description:
Post-op period, the patient was been diagnosed with a pulmonary embolism (pe); the patient is stable.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.